Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was obstructed by blood. The distal conductor was obstructed due to a guidewire stuck in the lumen, and fragments of the guidewire were also obstructing the distal conductor. Visual analysis noted the guidewire had been stretched and its tip was bent at the lead's tip. The guidewire was destructively removed from the lead, but the manufacturer could not be identified. (B)(4).

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the lead and could not be removed. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.